Event description:
The respiratory care director reported the ac power cord to the external battery was physically damaged by the user when the device was moved from one side of the bed to the other side while it was in use on a patient. The power cord was cut when it was physically damaged by the user and it began sparking. The customer reported there was no harm to the patient. The manufacturers service technician confirmed the reported damage. The service technician replaced the power cord to address the finding. Performance verification testing was completed and passed to operating specifications. Factory analysis of the ac power cord revealed the physical damage caused a cut in the outer shielding, hot and ground wires and the hot and ground wires were shorted together. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate. This is being reported due to user error.